Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information was received from the patient's physician that indicated that the patient presented to clinic with shortness of breath, edema, palpitations, chest pain and vertigo. The clinician further reported that the ICD was at elective replacement indicator (eri) prior to replacement. The information provided indicated that the ICD had not exhibited premature battery depletion, and the ICD system has not caused or contributed to any of the patient's reported symptoms and interrogations of the ICD have indicated normal device function. The physician noted that the patient had not experienced an infection as reported, however they did note that the patient had experienced a rash that tested negative for infection and was resolved with steroid treatment. The physician further reported that the patient had requested that high voltage therapies be programmed off because they felt several shocks. Interrogations of the device showed no therapies had been delivered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information was received from the patient's physician that indicated that the patient presented to clinic with shortness of breath, edema, palpitations and vertigo. The clinician further reported that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) prior to replacement. The information provided indicated that the ICD had not exhibited premature battery depletion, and the ICD system has not caused or contributed to any of the patient's reported symptoms and interrogations of the ICD have indicated normal device function. The physician noted that the patient had not experienced an infection as reported, however they did note that the patient had experienced a rash that tested negative for infection and was resolved with steroid treatment. The physician further reported that the patient had requested that high voltage therapies be programmed off because they felt several shocks. Interrogations of the device showed no therapies had been delivered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion, going from five years of battery to two years. The ICD was malfunctioning. The patient stated that they were given vancomycin that they were allergic to. The patient stated that their record were accessed in 2021 and they removed the patient's allergy to vancomycin. The patient further reported experiencing very painful and deadly infection after being administered vancomycin prophylactically intravenously. The patient also stated that they were diagnosed for having stevens-johnson syndrome. The patient has no water fluid regulation, all electrolytes were off and experienced this severe allergic reaction. The patient stated that they have lost 75 percent of skin after the implantation of the ICD, and is unable to regulate body temperature. The patient also stated that they have had too many issues and pain since having the ICD. The device was explanted and replaced. No further patient complications have been reported as a result of this event.